Manufacturer narrative:
The unit had an intermittent up button response due to a corroded keypad. The unit had no unexpected numbers ramping or scrolling during testing. The unit had a minor scratched lcd window, a cracked lcd window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report a keypad anomaly and a battery out limit alarm. The customer stated they wore the device in their shirt but had not been sweating. The customer's blood glucose level was 107 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.